Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The reported event of the system controller (serial number: (B)(6)) overheating could not be confirmed. Log file data from the reported event dates of (B)(6) 2024 was reviewed. At 05:25, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery was exchanged at 11:48, and the alarm cleared. The backup battery fault alarm did not prevent the controller from supporting the system as intended. The controller¿s internal temperature remained within specification for the duration of data reviewed and did not significantly increase while the backup battery fault alarm was active, and it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The backup battery (serial number: (B)(6)) was returned to the european distribution center and was tested and evaluated on (B)(6) 2024. The returned backup battery passed functional testing without issue or atypical alarms activating. Provided information indicated that the backup battery exchange resolved the alarm. The reported event could not be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (sy151024) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department due to system controller alarms indicating backup battery fault. The patient also reported that the controller got hot when the alarm appeared. Log files were sent for review and the issue confirmed. Disconnecting and reconnecting the backup battery (bb) did not solve the issue. The bb was exchanged, and no more issues were reported. Exchanging the bb resolved the issue with the controller getting hot.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.